Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. No troubleshooting could be done as the customer did not have the pump with them at the time of the call.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.